Event description:
The customer indicated that their ER system ((B)(4)) just shut off. She said that they were unable to get it to reboot. Walked her through troubleshooting and was unable to get the cpu to boot. Customer received loaner cpu but still didn't' solve problem. Customer said they switched back to their server and changed the display. Now it works fine. Customer says the issue was with the display. This malfunction resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
The device is an installed centralized pt monitored system that utilizes a (B)(4) central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. The customer's it department locally disposed of the failed display. With no product being returned to welch ally, no further failure investigation will be performed. Eval method: remote assistant.